Event description:
Pt was tested on suspect meter,inr=4.9. Repeated sample and inr=5.1. Drew sample for laboratory. Inr=8.0 from laboratory. No treatment given based off of suspect meter results. Account states that controls are within range.